Manufacturer narrative:
H6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that the anterior posterior (ap) shot was rotated clockwise by 30 degrees. There was an error, "fov preview cannot be previewed with rotated image, please reset image to 0 degrees". This issue occurred intraoperatively. Patient present but no further information available. Troubleshooting stating that the technical service (ts) recommended following information was pending moving the navigation system camera to the other side of the imaging system (use the other trackers). Manufacturing representative (rep) to confirm if the site was using wag or gantry tilt. Rehoming the system then performing a hard reboot and pressing the "0" key on the keyboard to reset the image. Pressing the insert and delete key on the keyboard. Pressing the page up and page down key on the keyboard.

Manufacturer narrative:
Initial reporter added section e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.